Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead was not able to be successfully implanted due to placement difficulties. During the procedure the lead was damage when the physician tried to reposition the lead. This lead was successfully replaced. No adverse patient effects were reported.